Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type catheter UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 4000 mcg/ml; 1600 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was approximately (B)(6) 2018. The pump site was red and swollen. The patient experienced an infection around the pump four weeks prior. The patient received antibiotics with an apparent recovery from the infection. Patient weight and medical history were asked and will not be made available. No further complications were reported.